Event description:
Pt revised due to worn hylamer liner. Exact part number unk; but it is identified as a 32mm ID hylamer liner. The dr believes it was sterilized gamma in air. The shell was not revised.